Manufacturer narrative:
A supplemental medical device report (smdr) # 1 is being filed to correct the date on the prior filed initial/supplemental report. Incorrect date of 08/06/2015 is being corrected to 08/18/2015. (B)(4).

Manufacturer narrative:
Evaluation summary: based on the results from the product and batch history record, the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an issue with an intraocular lens (iol) implant at the time of injection during a cataract surgery. Another iol was implanted. An enlargement of the incision was required to remove the first iol. Per the surgeon, the lens did not cause or contributed to the event and neither any serious patient injury. Additional information has been requested and received.